Event description:
A malfunction was reported on the pump, with a displayed malfunction code of malf 12. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer reset the pump and contacted technical support. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.